Event description:
It was reported that the ilet was not dosing insulin because a new g7 sensor had not been paired after the prior sensor stopped, resulting in the system remaining off automated dosing until the user entered the new sensor code and initiated warm-up. Symptoms included hyperglycemia, with a reported blood glucose of 400 mg/dl. Outcomes included a temporary interruption of automated insulin delivery and resumption of dosing after the user manually entered blood glucose into the ilet during sensor pairing and initiated a new sensor warm-up. Investigation included customer support troubleshooting and user education on timely sensor replacement and device operation. Investigation of this case revealed that delayed cgm pairing led to a lapse in automated insulin delivery until manual intervention. It was concluded that the device functioned as designed and that user handling contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.